Manufacturer narrative:
On (B)(6) 2020, the product investigation was updated. Updated device investigation summary: during the visual evaluation of the device, two tears were observed. Tear a measuring approximately 0.3 cm was found within an area of siltex cracking on the posterior view and tear b measuring approximately 1.5 cm was observed on the anterior view. Microscopic examination was performed, and the cause of the tear b could not be identified. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of our quality process, the manufacturing records of lot 5895243 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient underwent device removal and replacement with a 285cc mentor memorygel breast implant, catalog number shpx285 on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent primary breast augmentation with 300cc saline mentor siltex round moderate profile breast implants and experienced deflation on the left side postoperatively. The deflation was confirmed by her physician during a physical examination. As a result, the patient underwent device removal on (B)(6) 2020.

Manufacturer narrative:
On march 23, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device, a tear (a) measuring approximately 0.3 cm was found within an area of siltex cracking on the posterior view. Additionally, a tear (b) measuring approximately 1.5 cm was observed on the anterior view. Microscopic examination of the edges of the rupture b and the cause of the rupture could not be identified. On the other hand, the evaluation of tear a determined that the rupture is consistent with the siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices resulting in a tear at a later date. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).